Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis pitch cable. Breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables, which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (470184-13/n10200317 0004) was performed. The instrument was last used on (B)(6) 2020, on system (B)(4). The alleged event occurred on the 10th use (last life). Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pcs) instrument wire was exposed and broken. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury. There was no report of fragment(s) falling inside the patient. The customer was unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident; however the isi clinical sales representative (csr) stated that the hospital cannot provide patient data.